Event description:
Stj lead replaced a mdt lead on (B)(6) 2023. Stj lead explanted (B)(6) 2023, due to system infection (mrsa). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).